Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported having a major fall down the steps 4-8 weeks prior to visiting the office on (B)(6) 2017. It was noted in the chart that the ins was loose in the pocket, but there were no problems; battery life and impedances looked good. As time went on, the ins, which was on its side, had become annoying. It was also noted that the battery life changed dramatically from (B)(6) 2017. As a result of what was reported, they decided to do a pocket revision, but ins replacement was ultimately decided. The capacity showed 29-47% left at a year old. The patient was on program 1 at 2.0 v. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). The cause/contributing factors to the fall are unknown; the rep was told the patient slipped and fell down the stairs. No further patient complications have been reported as a result of this event.